Event description:
It was reported the device was dropped. The crack on the left middle screen created a "dead zone" with the touch pen. The programmer was returned for repair. It was analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the screen was cracked leading to a "dead zone" in stylus operation. It was further noted that the electrocardiogram (ECG) connector was loose on the printed circuit board.